Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the first white reload on mesentery and there was bleeding. The surgeon said the staples didn't form completely. The device was reloaded with a second white reload and was fired beside the first staple line to control the bleeding. The amount of bleeding could not be quantified but surgeon said he was able to see and control bleeding quickly by using second white reload/device. The case was completed and the device was disposed of.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.